Event description:
A patient reported that the cap of the transfer set connecting to the titanium adaptor dropped off within the package. This was noticed before use. There was no patient involvement, injury and no medical intervention related to this event.

Manufacturer narrative:
(B)(4). This complaint is confirmed because evaluation of the returned sample identified that the pull ring cap was loose inside the pouch. The root cause was undetermined.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The actual sample is available and has been requested. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.